Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 531 mg/dl. The customer had woken up to a motor error on the insulin pump and treated with five units of manual injection. Troubleshooting was performed. The drive support cap appeared normal. The insulin pump passed the displacement test. Customer was advised to change the infusion set, reservoir and insulin. The product was not returned for analysis.